Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was failing the fluid delivery line test, all valves were out of specifications. The device had 2566 hours and would be coming in for 2000 hours preventive maintenance. Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during fluid delivery line test. A quote has been sent to customer and they will send the device in for service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was not duplicated. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated with the fdl. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. A DHR review is not required as the serial number is unknown. As the reported event is unconfirmed, labeling review is not required. Corrections: d,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that biomed stated the arctic sun device was failing the fluid delivery line test, all valves were out of specifications. The device had 2566 hours and would be coming in for 2000 hours preventive maintenance. Per follow up information received on 29aug2022, there was no patient involvement as it was found during fluid delivery line test. A quote has been sent to customer and they will send the device in for service.